Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a seating issue involving a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the returned component indicates that the pressure applied to the center of the locking wire bent and popped the wire out of place on one side of the insert. The insert component should be snapped into place on the baseplate by impacting the tibial insert impactor on the impaction slope of the insert component, it appears that some other unsuitable implement was used in this case, causing the damage observed. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review for the reported lot was satisfactory. -complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: based on the visual inspection of the returned component, it appears that the pressure applied to the centre of the locking wire bent and popped the wire out of place on one side of the insert. The insert component should be snapped into place on the baseplate by impacting the tibial insert impactor on the impaction slope of the insert component, it appears that some other unsuitable implement was used in this case, causing the damage observed.

Event description:
The distributor (B)(6), reported the following event for the (B)(6): "impossible to place the insert because the metallic mark was broken."

Event description:
The distributor (B)(4), reported the following event for the (B)(6): "impossible to place the insert because the metallic mark was broken."